Event description:
A distributor employee slipped and fell as a result of a waste fluid leak onto the floor in an in-house training laboratory. The employee did not sustain any injuries and medical intervention was not required. The waste fluid was contained in a 20l carboy that has a spigot. This carboy is sold by distributor as an accessory component for the bench mark series slide staining instruments. The carboy is used to collect waste fluid produced as a result of immunohistochemical and in situ hybridization tissue staining procedures conducted on the staining instruments. The employee stated the spigot on the carboy was not fully closed and fluid was dripping from the valve. The carboy was evaluated by distributor. There was no indication of malfunction or defect associated with the container or spigot. Probable cause: operator error.